Manufacturer narrative:
Product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3550-29, lot # n263272, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory, (B)(4).

Event description:
It was reported that 3 of 8 contacts on the lead had impedance issues. Impedances were reported to be high, over 10,000 ohms. The patient lost coverage in her areas of pain, and an attempt to get coverage with the remaining electrodes was unsuccessful. The physician did not want to try to put in a new lead due to the patient's anatomy and difficulty placing the lead in prior procedures. The patient was aware that removal of the system was a possible outcome. The patient went in for a lead revision and it was not able to get good coverage, so the entire spinal cord stimulation system was removed. The patient's status at time of report was noted as no injury/no adverse event.

Manufacturer narrative:
(B)(4).